Manufacturer narrative:
(B)(4). Date sent: 01/27/2020 d4: batch # t5du5t device analysis: the analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload had the 8 most proximal drivers up and the swing tab was noted to be missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although no conclusion could be reach on what caused the swing tab to detach. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open unknown procedure, the staples were not deployed when the device was used on the free jejunal autograft. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.